Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information states the lead was explanted and will not be returned.

Event description:
It was reported during normal follow up, oversensing was observed. Lead remains implanted.